Event description:
The user reported a 16 gauge fistula needle disconnect from a thigh graft with out a machine alarm. There was an approximate blood loss of greater than 500 ml. The pt was sent to the ER in 2005 and discharged in the next day. The last recorded venous pressure was 205mmhg and the blood flow rate was 300ml. The incident occurred approximately 2 hours into the treatment. The customer never pulled the machine out of commission and continued to run therapies without any problems. The machine is still in the use, the nurse manager stated they did not perceive this as a machine problem. The technician was not able to create a trend disk due to the fact that the machine retains twenty therapies and more than twenty therapies were run until the technician attempted to create the trend.